Event description:
Depuy synthes spine associate received information regarding spinal devices implanted in a family acquaintance. The associate reports it is possible that the implants are depuy expedium devices based on the bullet nose shape of one of the rods and also the silhouette of the trans connector appearing on x-ray images. Associate notes device(s) protruding from the patient¿s back and that the bumps have occurred just recently and get worse every day. The patient does not know what they are. No additional information is available. Based on review with depuy synthes spine medical safety, there appear to be no distinct visual anomalies based on examination of the images and information that have been provided. It is possible that one of the rods is more proud than the other. As such, a medwatch report is being filed on the rod that based on x-ray examination could be raised/proud. If additional information is received to indicate that other device or devices have caused or contributed to a serious adverse event, the complaint will be reevaluated and additional medwatch reports will be filed as necessary.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As the event and implant dates are unknown, the date of this report has been entered into the required fields. It has not been positively determined whether the rod and concomitant devices are depuy synthes spine devices. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.